Event description:
It was reported that the device's screen was freezing. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The unit kept operating when the event occurred. The device was swapped out with a different device to use on the patient. No medical intervention was provided to the patient, nor was a delay noted. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone number: (B)(6).

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and could not duplicate the reported problem. A full performance verification was performed, and the device passed all tests successfully. The repair was canceled, and the unit was returned per the customer's request.